Event description:
It was reported that when the chronic competitor atrial lead was connected to the device at implant, there was no output. The lead was reconnected and there was atrial capture. One day after implant, there was no atrial capture. The atrial lead was capped and a new competitor lead was implanted. There was no atrial output with the new lead. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.